Manufacturer narrative:
The customer declined repair by ge healthcare and completed the repair themselves. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit stopped mechanical ventilation with alarm sounded and unit shut off. There was no reported patient injury.